Event description:
The customer called to report a crack in the reservoir. The customer just noticed the insulin was leaking in the reservoir compartment. Advised the customer to change the reservoir.